Event description:
It was reported that the coil prematurely detached during delivery and was successfully retrieved. No pt injury reported.

Manufacturer narrative:
The guidewire was returned for eval and not the coil involved with the event. Actual device involved in incident was not returned. (B)(4).